Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a liver transplant intervention of a patient with this flotrac cable, the central venous pressure (cvp) reading continued to increase to inappropriate values (cvp went up to 40-47 mmhg). At first, there were no issues with cvp monitored via the flotrac cable for about three hours, but then it started to ¿drift¿ upwards by more than 10 mmhg. The cvp was then re-zeroed but continued to ¿drift¿ upwards. While still using the flotrac cable, the transducer was changed out to a new one, zeroed, and the upwards drift was still there. The cvp monitoring on the ev1000 was discontinued and the new cvp transducer worked fine when the pressure cable was connected to the patient monitor. It was able to retain its zero and the values did not drift. The case continued with the cvp monitored via the bedside monitor, so the systemic vascular resistance (svr) was not calculated by the ev1000. There was no error message displayed reported. There was no allegation of patient injury. The cable was available for evaluation.

Manufacturer narrative:
The ev1000 flotrac cable was returned for evaluation. The reported issue was not confirmed. When tested the cable was recognized by the databox. The cable passed three times on the cirrus cable tester, while bending and moving the cable between each test. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Central venous pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.